Manufacturer narrative:
The pod was received with the soft cannula deployed and the formed needle fully retracted into the bottom housing well. Inspection of the fluid path found no damages, tears, or leaks that would result in fluid leaking from the pod. Inspection of the needle mechanism components found no damages or manufacturing deficiencies that would prevent the formed needle from retracting. Though no issues were observed with the needle mechanism, it could not be determined when the formed needle fully retracted. The exact cause of the reported failure to retract could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that after earing the pod longer than 48 hours, the patient noticed that the pod was leaking insulin around the insertion site (hip/buttocks). When removed from the site, the needle had not retracted back into the pod as intended.